Event description:
It was reported that this pacemaker system was implanted with two right ventricular (rv) leads, one in the left bundle branch (lbb) in the right atrium and the other in the right ventricle. The had physician asked why the device was rv pacing, and technical services (ts) reviewed the presenting electrogram (egm). Rate counts showed 64% ra pacing and 25% rv pacing, and the device was in ddir 80 beats per minute (beats per minute (bpm). Upon egm review, there were ventricular events in post atrial pace (ap) blanking, and v-blank after ap was set to 65 milliseconds (msec). Technical services (ts) discussed troubleshooting/programming considerations, and recommended shortening the blanking period to 45 msec. This pacemaker remains in service. No adverse patient effects were reported, and it was noted that the patient had history of persistent atrial fibrillation (af).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.